Event description:
It was reported that during a rectum resection procedure, there was an incomplete staple line. The surgeon had to suture by hand. No adverse pt consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.